Event description:
On 03/26/2008 the patient reported that "one line in the time area" of the display of her infusion device was missing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.